Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument banana plug was missing. The nut that retains was loose in chassis. The plug was unscrewed. An additional observation not reported by the site was that the instrument tube extension had pad printing removed. The removed pad printing measured around .090 x .085 in length. Failure analysis concluded that the missing banana plug and the pad printing removal damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the reported complaint of metal bracket of the scissors was detached does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the removal of pad printing found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was observed during central processing that the metal bracket of the monopolar curved scissors instrument (mcs) was detached. There were no missing or fallen pieces reported. There was no report of fragments falling into the patient. There was no allegation of any harm, injury, or adverse outcome to a patient.